Event description:
During baxter's functional testing, a spectrum pump alarmed for a system error 322. Any patient involvement is unknown as this occurred during baxter's testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation of the device a system error 322 occurred. The system error was reproduced during testing. However, the evaluation was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.